Event description:
It was reported that surgeon was doing a trochanteric fixation nail (tfn) and every time the helical blade inserter sleeve was advanced to the lateral cortex, the aiming arm would allow the compression nut to pop free of the aiming arm. Surgery was completed successfully with same aiming arm. There was a 5 minute time delay. Patient/status outcome was good. This report is for the compression nut. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the compression nut, pat and lot number unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.